Event description:
It was reported that a ventilator failure occurred during use on a patient. The patient was manually ventilated towards the end of the procedure; no consequences have reportedly occurred.

Manufacturer narrative:
The evaluation has just started; results will be provided in a follow-up report.

Event description:
It was reported, that a ventilator failure occurred, during use on a patient. The patient was manually ventilated towards the end of the procedure. No consequences have reportedly occurred.

Manufacturer narrative:
The ventilator failure described by the user, could be reconstructed by means of the logfile analysis. No indications, for a device malfunction were found. The ventilator "failure" was a shutdown of automatic ventilation as a response to an unstable pressure situation at the patient opening. About 40 minutes, into the procedure, the device first detected a negative pressure. And seconds later, an overpressure in the pneumatic system. The unstable pressure situation was either the result of a suction system being used, while the patient was connected to the device or was related to repositioning of the patient. A technical issue with the anaesthesia workstation can be ruled out. This is substantiated by the fact, that the ventilator motor was replaced as a precautionary measure, but did not exhibit any deviation from specification, during tests done in the manufacturer's lab. Dräger finally concludes the following: the device responded as specified upon the specific situation, to protect the patient from potentially hazardous output. The system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.